Event description:
It was reported the pt has an open wound where the ipg is located due to the pocket site not healing properly. The physician believes the pt's body is rejecting the ipg. According to the physician, no infection is present. As a result, the pt will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.